Event description:
The customer reported that the insulin pump alarmed no delivery during manual prime. Troubleshooting was performed. Assisted the customer to perform the manual prime. Ran a fixed prime test and the insulin pump passed the test. Ran a displacement test and the test failed. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.